Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Visual inspection confirmed the event. The root cause most likely for the reported event was the constant stress tension on the spring within the instrument and the repeated use. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Slaphammer fractured while performing first trial removal.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oxford slaphammer fractured while the surgeon was performing first trial removal.